Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter does not power on. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 6 a.m. The patient denied managing her diabetes with medication. It is not known if the patient made any changes to her normal diabetes management due to the alleged issue starting. The patient claimed that she developed symptoms of "heavy urination, thirsty, and headaches" an hour and fifteen minutes after the alleged issue began. The patient told the cca that she had a doctor's office visit at 9:20 a.m. On the day the alleged issue began. The patient claimed that her blood glucose was tested on the doctor's meter (unknown type) and a blood glucose result of "538 mg/dl" was obtained and that she was immediately treated with 38 units of insulin (unspecified type). At the time of troubleshooting the cca confirmed that there had been misuse to the subject meter. However, the specific misuse was not specified. However, replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms and obtained a blood glucose result on her doctor¿s meter suggestive of a serious injury as a result of the alleged issue. In addition, was administered 38 units of insulin by her doctor due to the alleged issue starting.